Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a broken bumper and bearing cage issue. A field service associate replaced the drawer with a new bearing cage and bumper to resolve the issue. The system functioned as intended after the field service associate troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer seemed to be mechanically broken off the sliding tracks. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.